Event description:
It was reported that the ICD was explanted due to sudden eos.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been inspected, confirming the clinical observation which resulted from an unexpected battery behavior. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. Should the device become available, this investigation will be updated.